Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity due to spinal cord injury/spinal cord disease. The pt underwent explantation of the pump in 2000 due to a rotor stall. The pump was returned to the manufacturer for analysis. The pt underwent implantation of another syncromed pump on the same day and resumed intrathecal baclofen therapy.